Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked at approximately 5.0 cm, 42.0 cm, 71.0 cm and 141.0 cm from the proximal end. The smart coil pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and undamaged. After resheathing the smart coil to its proper location, the smart coil was able to advance through its introducer sheath and a demonstration microcatheter. Resistance was experienced when the pusher assembly kinks were advanced into the introducer sheath and microcatheter. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the mid-joint is retracted through the introducer sheath friction lock, resistance will likely be experienced while attempting to advance the device. If the smart coil is forcefully advanced against resistance, damage such as kinks may occur. Further investigation revealed additional kinks on the pusher assembly. These kinks were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the physician was unable to advance a penumbra smart coil (smart coil) out of its introducer sheath on the back table. It was reported that the smart coil was stuck inside its introducer sheath and would not advance out. The issue with the smart coil occurred prior to use and, therefore, the smart coil was not used in the procedure. The procedure was completed using a new smart coil.